Manufacturer narrative:
Vyaire file identification: (B)(4). Logfiles was received for evaluation. At this time, no updates received yet from technical support. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 hangs during operation and cannot be controlled. There was no patient involved as this event occurred prior to use on a patient.

Manufacturer narrative:
Result of investigation: the customer reported that the issue was resolved after a software update. The exact root cause not determinable as issue is no longer reproducible. According to technical support, most likely this was some kind of a software performance issue resolved after a software update.